Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 85 colony forming units (cfus) of enterobacter cloacae and xanthomonas maltophilia. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was used in one procedure (on (B)(6) 2023) while awaiting the culture test results. After the device tested positive, this device was quarantined. It was confirmed that the device was reprocessed three times prior to culture sampling, with the last date of reprocessing being (B)(6) 2023. The sample was taken immediately after reprocessing. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the pre-cleaning process. During the manual cleaning process, the customer uses anios/ aniosyme 5 detergent and brushes the instrument channel, suction cylinder, and instrument channel port. The specific brushes used during this process were not provided. The customer confirmed that this device passed the leak test. It was not specified if the scope was manually disinfected. For automated endoscope reprocessor (aer) treatment, a soluscope series 4 (pa24050) machine is used with soluscope cln detergent and soluscope paa (disinfectant). The scope is dried by wiping with a clean towel/paper and blown dry with compressed filtered air. The scope is then stored in a eset drying cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer stated it was unknown if the water quality of the rinse water was controlled. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the insertion part of the bending section rubber leaked, the plastic distal end cover insulation is insufficient the light guide rod lens (x3) is cracked, the the plastic distal end cover is scratched and cracked, the bending section rubber glue is separated and discolored, the channel mount is damaged, the mouthpiece is damaged, the air/water cylinder is scratched, the suction cylinder is scratched, the switch box unit is scratched, the universal cord buckles, the plug unit has damage to the housing, the connector is broken and scratched, the angulation is less than the specified value, and the biopsy channel is deformed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested positive for (B)(4) colony forming units (cfus) of bacillaceae bacteria which conformed to standard. The investigation is ongoing. A final report will be submitted upon completion of the investigation.